Event description:
It was reported that the patient is not able to fully inflate the inflatable penile prosthesis (ipp). He has been experiencing this issue since one month after surgery. The patient does not have a scheduled surgery at the moment. Fluid loss to be determined. The patient is upset to pay for the hospital expenses for a defective device and would like the company to take care of some expenses.

Event description:
It was reported that the patient is not able to fully inflate the inflatable penile prosthesis (ipp). He has been experiencing this issue since one month after surgery. The patient does not have a scheduled surgery at the moment. Fluid loss to be determined.